Manufacturer narrative:
One device was returned for analysis. Visual inspection found a peeled downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the cam shaft. As a result, the downstream occlusion seal and cam shaft were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not recognizing a downstream occlusion. It was recommended to update the software to the latest version, 1.6. The event occurred during testing, and there was no patient involvement.